Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two used samples and three unused samples were provided for further evaluation. All samples were visually evaluated, and no defects were observed. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the samples were attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned samples. Samples were also leak-tested with passing results. A measurement of the outer diameter of the pump segment tubing was taken and found to meet specifications. Based on the evaluation results, the reported defect was not confirmed. Due to complaints of this nature an approved project is in place to further address issues with air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported there were issues with air in line during use. No injury reported.